Event description:
During a reintervention, a type I endoleak was noted. In 2006, this patient was implanted with a gore tag thoracic endoprosthesis, tg3110 proximally. The patient's aorta measured 31 mm just distal of the left subclavian artery. As reported, the device moved distally of the intended position upon deployment, resulting in a type I endoleak, and lack of inner wall apposition. A decision was made to implant a tg3115 inside the tg3110, extending 5mm proximally, in an attempt to resolve the endoleak and lack of inner wall apposition. This was not successful. The physician chose to complete the case and follow the patient. In 2007, a reintervention was performed to implant a palmaz balloon-expandable stent inside the originial gore tag thoracic endoprostheses. Following ballooning, a small type I endoleak persisted on the inner curve of the aorta. The physician chose to complete the reintervention and follow-up with the patient in 3 months. As reported the patient is currently doing well. No further events were reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.